Manufacturer narrative:
An arjo investigator examined the device and found the white stretcher cracked by the side rail catch. The MFR concludes, based on the info provided, the stretcher was worn out and should have been replaced by the user. The user's manual clearly stated that the lift shall be checked for damages on a weekly basis and no to use broken/defect products. The MFR recommends retraining of appropriate personnel in accordance with the requirements of the user's manual and the importance of not using defective /broken devices. Any and all worn parts should be replaced.

Event description:
The facility reports the staff was rolling the resident onto his side to begin undressing for preparation to be showered. Upon rolling the resident, the side rail became detached and the resident began falling toward the floor. The caregiver was able to minimize the fall to the floor, but an injury to the knee of the resident still occurred. The resident suffered a small abrasion to his right knee. (B)(4).